Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation being off was determined. They patient didn't know "therapy" meant the stimulator, so they turned it off thinking it meant the handset. The issue has been resolved. See related event (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that "2-3-4 days before" they went to their managing health care provider (hcp) appointment that occurred about a week or 10 days ago, their symptoms got even worse than the way they were before they were implanted. The patient reported that when they stood up, the urine would just run out of them like a waterfall. The patient stated when they went to their hcp appointment (who has since left the practice or is about to leave the practice ) it was discovered that the patient's therapy was off and that's why the patient's symptoms had been the way they were. The patient stated the doctor made a change to their settings at that appointment but they didn't think their bladder control was as good as it should be. The patient reported they were waking up once every hour to every 2 hours a night to go to the bathroom and the patient went to check their settings again today (B)(6) 2022, they found the therapy was off again. The patient stated they didn't know how the device had been turned off both times and asked how that could happen. Reviewed the therapy turning off wasn't expected however it was possible if the patient had let the ins battery deplete in between charging sessions. Reviewed the patient would need to turn their therapy back on after charging if that were the case. The patient stated they charged the ins faithfully every monday so they didn't think the ins had died, but they admitted they did not know about the recharger application so they were never seeing the ins status and charging percentage when they charged. The patient then asked about the different programs so reviewed device description/function with the patient and the patient was going to make another change to their settings, noting they'd check to make sure of the charged status of the ins when they went to charge the next time and would use their recharger application. They were going to continue to monitor their symptoms and reach out to their managing health care provider (hcp). The patient stated their hcp might be their previous hcp's partner at the practice. They stated they may call back to request hcp listings but that they didn't need them now.